Event description:
It was reported that the autoplex was being used in a procedure when the cement was not transferred properly resulting in prolongation of the procedure by one hour. The procedure was completed successfully with a back up device with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was not received for evaluation, therefore, the reported event was not able to be confirmed. Device not returned for evaluation.

Event description:
It was reported that the autoplex was being used in a procedure when the cement was not transferred properly resulting in prolongation of the procedure by one hour. The procedure was completed successfully with a back up device with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.